Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported getting strange output when typing on keypad which was reproduced during evaluation by troubleshooting the device. Visual inspection found to be caused by a nonfunctioning keypad which also had physical damage observed during visual inspection. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept getting a strange output when typing on keypad and 3 key had a dent. There was no known patient injury or medical intervention associated with this event. No additional information is available.